Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h10. 4307 - an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noticed that the left eye was still out on the console. The fse swapped the blue fiber cables with no change. The fse returned at a later date and replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported failure ¿left eye out in surgeon side console (ssc).¿ original equipment manufacturer (OEM) found the image in the hrsv monitor was too dark. The printed circuit assembly (pca) main board was replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has been received the hrsv monitor for evaluation however failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was alleged that during a da vinci-assisted surgical procedure, the left eye was out in one of the surgeon side consoles (ssc). The customer rebooted the system and tried another endoscope with no resolution. The customer ended up using another ssc to complete the procedure. The technical service engineer (tse) suggested to reboot again and cycle the breaker on the ssc after the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a hysterectomy. The issue occurred a couple minutes after starting the procedure; the patient was in the room, ports placed, and arms docked. The site first exchanged the 30 degree scope for a 0 degree endoscope with no change. The second ssc was brought in from a different room and a different blue fiber cable was used. On the previous day, multiple cases were completed with the system with no issues. The reporter confirmed that this issue occurred only once that day. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noticed that the left eye was still out on the console. The fse swapped the blue fiber cables with no resolution. The fse returned at a later date and replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use.